Event description:
It was reported that during the implant attempt, the physician was unable to find a good placement for capture for the 4196 lead. The physician then attempted a 4194 lead due to ring size for placement without success. The 4196 lead was attempted again, this time successfully due to a smaller vessel. The 4194 lead was removed, and the 4196 lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.